Event description:
Additional information was received from the physician indicating the relationship of the increased seizures to vns and the types of seizures that have increased is unknown due to insufficient data. The seizures are back to pre-vns baseline levels. Interventions were taken/planned, but no further details were provided.

Event description:
It was reported via clinic notes from (B)(6) 2010 and (B)(6) 2010 that the patient continues to have "a flare of symptoms " and seizures. The patient has been unable to acquire anti=epileptic medications due to financial issues and the physician would like her to receive assistance in obtaining them. The use of physical therapy and pain medications has not been sufficient in controlling symptoms. The vns was reprogrammed. The physician also recommended eeg study "to look for breakthrough seizures versus non-epileptic spells." Later clinic notes from (B)(6) 2011 indicate the patient has a history of staring spells and spacing out episodes as well as convulsive attacks. The patient was still having "recurrent spells, question seizure disorder versus nonepileptic spells." Physician plans to order CT scan of the head and consider eeg study to look for seizure activity versus nonepileptic spells. Attempts for further information have been unsuccessful to date.